Manufacturer narrative:
As reported, the fasteners of optifix at broke into pieces when deployed. Evaluation of the sample failed to reproduce the reported event that the device deployed broken fasteners. The device functioned as intended during functional testing. The broken fasteners were not returned. No manufacturing anomalies were found. A review of manufacturing records was performed and found the device was manufactured to specification. This MDR represents device #1. An additional MDR was submitted to represent device #2. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia procedure, when firing the optifix at (device #1), the first fastener broke into pieces. The doctor fired a couple more tacks outside the body to clear the tacker, but they all broke into pieces. Another optifix at (device #2), of the same lot was opened. Reportedly, some of the tacks broke, but it cleared out and they were able to finish the case with this device. Area of fixation was soft tissue above the cooper¿s ligament. There was no patient injury.